Event description:
The provider/patient reported the following: her lower left jaw was swollen. This started friday nov 14th. She has an implant buried #19. We are thinking the trays keep pinching her in that area, and it somehow caused an irritation/infection. We performed a incision and drainage (I&d), there was puss. She is currently unable to wear her aligners. I am unsure if we are exposing and restoring this implant.

Manufacturer narrative:
Based on the information provided byt the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as an MDR since the patient reported symptoms or physiological conditions related to patient implant coming off.